Event description:
Related manufacturer report number: 2017865-2023-46421. It was reported that the patient presented for follow up with a right ventricular lead unipolar impedance warning and under-sensing exhibited by the right atrial lead. No further information was available.

Manufacturer narrative:
Medwatch voluntary MDR report #: mw5120752.